Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced fluid collection, infection, abscess, purulent discharge, adhesions, fistula, serosal injuries, mental pain, impairment, loss of enjoyment of life, disability, low lung volumes, atelectasis, aspiration, labs abnormal for lactate; hemoglobin; wbc; sodium; hematocrit; total bilirubin; ast; alt; calcium; potassium; glucose; prothrombin time; inr; fibrinogen; platelets; c-reactive protein; magnesium; phosphorus; albumin, hernia recurrence, small bowel perforation, gaseous/air collection, fibrous connective tissue, inflammation, pneumoperitoneum, mycobacterium fortuitum, strep, haemophilis parainfluenzae, klebsiella aerogenes, lactose fermenting gram negative rods, actinomyces species, ceftriaxone, serratia, bacillus, bacteremia, fibrous serosal adhesions, edema, fistulous tract, hyperemia, transverse colitis, ileus, scarring, ischemic changes, candida albicans, tachycardia, fever, abdominal pain, bleeding, peritonitis, leukocytosis, diaphoresis, abdominal soreness/tenderness, distention, opened wound, induration, erythema, thrombocytosis, bilious drainage, bulge, nausea, hematoma with ecchymosis, blood clots, decreased energy, difficulty sleeping, wound dehiscence, fluid filled bump at edge of incision, wound leaking pus, loculations, vomiting, chills, swelling, hostile abdomen, nociceptive neuropathic pain, tongue perioral numbness, abdominal cramping, night sweats, itchy, agitation, failure to thrive, weakness, limited physical activity, feeling ill, headache, bloating, shortness of breath, diarrhea, boggy tissue, slightly blackened tissue around site with serosanguinous drainage, fungal infection, electrolyte imbalance, bullae, febrile, fatigue, fluctuance, muscle spasms. Post-operative patient treatment included removal of mesh, fluid collection drainage, two small bowel resections with anastomosis, multiple take down of adhesions, serosal injuries repaired, hernia repair with mesh, x-ray, CT scan, ultrasound, PICC line placement, multiple exploratory lap, mesh revision, ICU, IV fluids, pca, IV pain medication, IV antibiotics, ng tube, abdominal binder, supplemental oxygen, drain placement, wound care, npo, gi rest, IV anti-nausea medication, wound exploration, evacuation of hematoma, blood clots extruded, component separation, use of jp drains, soft tissue drainage catheter placement under CT guidance, multiple hospitalizations, lidocaine infusion, parenteral nutrition, tpn for nutritional supplementation, IV anti-fungal medication, electrolyte replacement, bowel rest, nerve block, fistula tract excision, complex abdominal wall closure, wound vac, drainage of abscess with drain placement, urethral catheterization, pt.

Manufacturer narrative:
H6 ime e2402: labs abnormal for total bilirubin; ast; alt; glucose; prothrombin time; inr; fibrinogen; platelets; lactate; hemoglobin; wbc; sodium; hematocrit; c-reactive protein; albumin, gaseous/air collection, pneumoperitoneum, transverse colitis, ileus, leukocytosis, induration, thrombocytosis, failure to thrive, boggy tissue, blackened tissue, fluctuance, low lung volumes, atelectasis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: d4 (expiration date, lot #, unique identifier (UDI) #), & h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.